Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the housing bushing was apart from the attachment. It was further observed that the pins that held the housing bushing in place were broken, and there was a piece of broken spiral pin in the housing. It was determined that the broken spiral pins caused the housing bushing to come apart from the back end of the device. It was determined that the issue was consistent with normal use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cranial surgical procedure, it was observed that the silver cylinder piece came off the attachment device. According to the reporter, the piece did not fall into the patient and they had the piece. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.